Manufacturer narrative:
Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
As reported, the end of a 5f mynxgrip vascular closure device (vcd) broke off when the white tube was not showing after proper steps were taken. Hemostasis was achieved manually in less than 30 minutes. There was no reported patient injury. The mynxgrip was used in an interventional radiology (ir) procedure with a retrograde approach. The deployer is mynx certified. The patient had no relevant medical history. A 5f non-cordis sheath introducer was used. The femoral artery suitability was verified on angiography, confirming it was arterial with a diameter greater than or equal to 5 mm. Vessel tortuosity was unknown, and there was no presence of pvd or calcium at the puncture site. The device was stored according to the instructions for use (IFU). There was no prior pta, stent, or vascular graft in the common femoral artery . The user shuttled down completely without significant resistance or unusual force. The advancer tube was not visible upon pulling back after shuttling. The device did not separate inside the patient. The segment retrieval method was not specified. The complaint device was discarded; however, four (4) devices are being returned for credit.

Manufacturer narrative:
As reported, the end of a 5f mynxgrip vascular closure device (vcd) broke off when the white tube was not showing after proper steps were taken. Hemostasis was achieved manually in less than 30 minutes. There was no reported patient injury. The mynxgrip was used in an interventional radiology (ir) procedure with a retrograde approach. The patient had no relevant medical history. A 5f non-cordis sheath introducer was used. The femoral artery suitability was verified on angiography, confirming it was arterial with a diameter greater than or equal to 5 mm. Vessel tortuosity was unknown, and there was no presence of peripheral vascular disease (pvd) or calcium at the puncture site. The device was stored according to the instructions for use (IFU). There was no prior percutaneous transluminal angioplasty (pta), stent, or vascular graft in the common femoral artery. The user shuttled down completely without significant resistance or unusual force. The advancer tube was not visible upon pulling back after shuttling. The device did not separate inside the patient. The segment retrieval method was not specified. The deployer is mynx certified. The complaint device was discarded; however, four (4) sterile mynxgrip vascular closure devices (5f) from the same lot were returned for investigation. All devices were received in their original sealed pouches but were not stored under controlled temperature conditions. Upon visual inspection, the shuttle was found engaged to the black handles, and the advancer tubes and sealants remained in their manufactured positions. Each device was unpackaged and examined for any damages or anomalies that could have contributed to the reported failure. However, no such issues were observed with the returned devices. Per functional analysis, simulated deployment and inflation/deflation tests were conducted on the sterile units. The shuttle cartridges advanced successfully and retracted to the black handles without issues, as outlined in the mynxgrip IFU, confirming proper sealant deployments. The advancer tubes were properly engaged with the proximal tamp locks. Additionally, an inflation/deflation test was performed on three units using the syringes received with the devices. The balloons fully inflated, maintained pressure, and deflated properly without any ruptures or pressure loss, in accordance with the mynxgrip IFU. A product history record (phr) review of lot f2432302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The reported events of ¿sealant-failure to deploy-advancer tube¿ and ¿catheter-catheter detachment¿ could not be observed as the complaint device was not returned for analysis. Also, the events were not observed through analysis of the sterile devices since there were no damages noted and they passed functional analysis. The exact cause of the issues experienced by the customer could not be determined. Based on the information available for review, it is not possible to determine what factors may have contributed to the issue deploying the sealant and the end breaking off of the device reported since the sterile devices were able to pass functional analysis to deploy the sealants with no anomalies/damages noted. However, procedural/handling factors, such as an incomplete engagement of the advancer tube during deployment due to incomplete shuttling (even though it was reported that the user shuttled down completely) possibly contributed to the deployment failure experienced by the customer. Additionally, procedural/handling factors during the pullback tension may have contributed to the reported event of the end breaking off the device. According to the IFU, which is not intended as a mitigation, ¿while pulling lightly on the device handle (to ensure the balloon is abutting the arteriotomy or venotomy), open the procedural sheath stopcock and confirm temporary hemostasis. Detach shuttle and advance in a continuous motion until a definitive stop is felt. Immediately grasp the procedural sheath and withdraw it from the tissue tract. Continue retracting until the shuttle locks on the handle.¿ it should be noted that if the shuttle is not advanced until the advancer tube is engaged to the proximal tamp lock (definitive stop), this will cause the advancer tube and sealant to follow the shuttle cartridge back out of the tissue tract during the retraction step, resulting in the device failing to deploy. Neither the product analysis of the sterile devices, the phr review, nor the information available for review suggest that the reported failures could be related to the design or manufacturing process of the unit. Therefore, no corrective/preventative actions will be taken at this time.

Manufacturer narrative:
Four (4) sterile devices were returned for evaluation; however, the engineering report is not yet available. Additional information is pending and will be submitted within 30 days upon receipt.

Event description:
The complaint device was discarded; however, four (4) sterile devices were returned for evaluation.

Manufacturer narrative:
A product history record (phr) review of lot f2432302 revealed no anomalies or non-conformances during the manufacturing and inspection processes that could be associated with the event reported. Additional information is pending and will be submitted within 30 days upon receipt.